Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test and the battery cap could not be removed. The customer attempts to remove it with a quarter and a large screw driver and was unable to remove the battery cap. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had severely stripped battery cap coin slot. Device was received with blank display due to severely corroded battery tube and battery cap contacts. It was unable to perform the displacement test, operating currents and off no power tests due to the blank display. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker and stained address/serial number label noted.